Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received three non-lifevest defibrillations. The device was started up at 14:22:48 on (B)(6) 2025. At 22:17:46 on (B)(6) 2025, an arrhythmia was detected. ECG shows vt @ 140 bpm with CPR/motion artifact and electrode lead falloff. The device properly detected vt. Vt rate under the threshold, CPR/motion artifact and electrode lead falloff prevented the lifevest from detecting and treating the patient. At 22:18:31, the patient received the first non-lifevest defibrillation. The rhythm at the time of the first non-lifevest defibrillation was vt @ 140 bpm with CPR/motion artifact and electrode lead falloff. Post shock rhythm was vt @ 140 bpm with CPR/motion artifact and electrode lead falloff. At 22:19:18, the patient received the second non-lifevest defibrillation. The rhythm at the time of the second non-lifevest defibrillation was vf with motion artifact and electrode lead falloff. Post shock rhythm was asystole with intermittent cardiac activity CPR/motion artifact and electrode lead falloff. At 22:22:43, the patient received the third non-lifevest defibrillation. The rhythm at the time of the third non-lifevest defibrillation was vt @ 270 bpm with motion artifact and electrode lead falloff. Post shock rhythm was af @ 30 bpm with CPR/motion artifact and electrode lead falloff. The electrode belt was disconnected at 22:24:40 on (B)(6) 2025.

Manufacturer narrative:
Incoming testing of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received three non-lifevest defibrillations. The device was started up at 14:22:48 on (B)(6) 2025. At 22:17:46 on (B)(6) 2025, an arrhythmia was detected. ECG shows vt @ 140 bpm with CPR/motion artifact and electrode lead falloff. The device properly detected vt. Vt rate under the threshold, CPR/motion artifact and electrode lead falloff prevented the lifevest from detecting and treating the patient at 22:18:31, the patient received the first non-lifevest defibrillation. The rhythm at the time of the first non-lifevest defibrillation was vt @ 140 bpm with CPR/motion artifact and electrode lead falloff. Post shock rhythm was vt @ 140 bpm with CPR/motion artifact and electrode lead falloff. At 22:19:18, the patient received the second non-lifevest defibrillation. The rhythm at the time of the second non-lifevest defibrillation was vf with motion artifact and electrode lead falloff. Post shock rhythm was asystole with intermittent cardiac activity CPR/motion artifact and electrode lead falloff. At 22:22:43, the patient received the third non-lifevest defibrillation. The rhythm at the time of the third non-lifevest defibrillation was vt @ 270 bpm with motion artifact and electrode lead falloff. Post shock rhythm was af @ 30 bpm with CPR/motion artifact and electrode lead falloff. The electrode belt was disconnected at 22:24:40 on (B)(6) 2025.

Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. The patient received three external defibrillations. There is no indication that the open r781 resistor caused or contributed to the patient's passing as the device was able to detect vt on the date of the event.